Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump does not show a low battery alert before it powers off. The customer stated that he put a new battery in received a failed battery test alarm, then replaced it and it came up with 3/4 power then reset and showed full. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. The customer was advised that the battery cap would be replace, to insert a new battery and monitor the device.